Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced parts related to the probe wash and aspiration. The cse also calibrated the ancillary probe, sample probe, reagent probe 3 and acid and base fluid levels. The cse then successfully calibrated and ran quality control. The cause of the discordant, (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on another advia centaur instrument, resulting (B)(6). It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.